Manufacturer narrative:
DHR review was completed on 4/26/2016. Additional information was received on 5/2/2016: the event occurred during treatment of the middle cerebral artery. There was no known cause of the enterprise becoming stuck in the prowler select plus, and a continuous flush had been maintained through the microcatheter. The devices appeared normal prior to use and neither device appeared damaged after removal from the patient. The devices had been used and prepped as per the IFU. The stent did not prematurely deploy during the procedure and had become stuck in the main shaft of the microcatheter. The devices were removed without difficulty and did not result in patient injury or a clinically significant delay in the procedure. Information about patient age, weight gender and medical history could not be provided. It was initially reported that the devices would be returned for analysis; however, after multiple attempts to obtain the products, the products were not returned. Conclusion: as reported by a healthcare professional, during treatment of the middle cerebral artery, an enterprise stent ( enf452212/10480746) became stuck in the prowler select plus (606s255fx/ 17289402) during advancement of the stent through the microcatheter. A continuous flush had been maintained through the microcatheter, and the devices appeared normal prior to use. Neither device appeared damaged after removal from the patient. The devices had been used and prepped as per the instructions for use (IFU). The stent did not prematurely deploy during the procedure and had become stuck in the main shaft of the microcatheter. The devices were removed without difficulty and did not result in patient injury or a clinically significant delay in the procedure. It was reported that the devices would be returned for analysis; however, after multiple attempts to obtain the product for analysis, no product was returned. The prowler select plus was not returned for analysis. Review of DHR for lot 17289402 concluded (B)(4) unit was rejected for wrinkles in the pfte and it could be related to the failure reported the customer; however, the DHR review confirmed that the rejected unit was properly segregated and discarded. There were no other issues noted that were considered potentially related to the reported complaint. The event of the enterprise becoming stuck in the prowler select plus could not be confirmed without product return for analysis. The root cause of the event could not be determined; however, procedural factors may have contributed to the event. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time. This is 1 of 2 mdrs being submitted for this event, with associated report numbers of 1226348-2016-00058 and 1058196-2016-00071.

Manufacturer narrative:
(B)(4). Three attempts to obtain information have been unsuccessful. The device has not yet been returned for analysis. Additional information will be submitted within 30 days of receipt. This is 1 of 2 mdrs being submitted for this event, with associated report numbers of 1226348-2016-00058 and 1058196-2016-00071.

Event description:
As reported by a healthcare professional, an enterprise stent (enf452212/10480746) became stuck in the prowler select plus (606s255fx/enf452212) during advancement of the stent through the microcatheter. Both devices were removed from the patient. There were no potential adverse events.

Manufacturer narrative:
The device was returned for analysis on 6/13/2016. As reported by a healthcare professional, during treatment of the middle cerebral artery, an enterprise stent ( enf452212/10480746) became stuck in the prowler select plus (606s255fx/ 17289402) during advancement of the stent through the microcatheter. A continuous flush had been maintained through the microcatheter, and the devices appeared normal prior to use. Neither device appeared damaged after removal from the patient. The devices had been used and prepped as per the instructions for use (IFU). The stent did not prematurely deploy during the procedure and had become stuck in the main shaft of the microcatheter. The devices were removed without difficulty and did not result in patient injury or a clinically significant delay in the procedure. A non-sterile prowler sel plus 150/5cm 45tip microcatheter was received coiled inside of a plastic bag. No damages were noted on the hub. The microcatheter was inspected, and it was found kinked at 28.3cm from the proximal end of hub. Compressed sections at .8mm and 1.7cm from the distal end tip. The microcatheter body was inspected under vision system and kink and compressed sections were noted. The ID from the microcatheter was measured and was found within specification. The functional test was performed. The received microcatheter was flushed out using a lab sample syringe. The water came out from the distal end of the device and dry blood was expulsed. A 0.018¿ guide wire lab sample was introduced into the microcatheter, and it was advanced smoothly through microcatheter distal tip, but resistance was felt when guide wire was passed through the kink and compressed sections found on microcatheter. A lab sample enterprise device was introduced into the microcatheter, and it could be advanced through the device until the distal end, but resistance was felt when enterprise passed through the kinked and compressed sections found on microcatheter. However, the enterprise passed totally through the microcatheter. The review of lot 17289402 found one (1) rejected unit (wrinkles in the pfte) that may be related to the reported complaint; however, the DHR review confirmed that the rejected units were properly segregated and discarded. Inspections are in place that prevents these kinds of damages from leaving from the manufacturing facility. The resistance between the enterprise and prowler select plus microcatheter could not be confirmed for the enterprise since the device could not be evaluated with the stent deployed. The prowler select plus being impeded was not confirmed; however resistance was confirmed. The resistance could not be conclusively determined; however, appears to be due to the kink and compressed sections found on the device. Neither the product analysis nor the DHR review suggests that the failure could be related to the manufacturing process; therefore, no corrective action will be taken at this time. This is 1 of 2 mdrs being submitted for this event, with associated report numbers of 1226348-2016-00058 and 1058196-2016-00071.